Event description:
Customer reported blood glucose results of 70 mg/dl on a professional system and 119 mg/dl within 10 minutes on the aviva system. Customer had just received professional medical treatment for symptoms of hypoglycemia; no further adverse event reported. A request was made for the return of the system, replacement was sent.